Manufacturer narrative:
Olympus followed up on this report with the user facility and was informed that the patient had a biliary stricture which the reporters claimed could not be cannulated due to a previous percutaneous transluminal angioplasty (pcta) procedure. The patient was provided an external drain, and was referred to another facility for surgical intervention. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the forceps elevator wire of the endoscope was broken; however, the forceps raiser was still present on the device, but resting in a lower position than normal due to the fractured raiser wire. Additionally, the evaluation found that the insertion tube was buckled, scratched and rough. The light guide tube was buckled, and the distal end cover was cracked. There was evidence of fluid invasion in the endoscope and electrical connectors. The device has been refurbished. The exact cause of the user's experience could not be conclusively determined. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp), the users experienced difficulty extending a non-olympus' sphincterotome out from the distal end, and determined that the instrument raiser was missing. Fluoroscopy was performed to examine the patient for the presence of the instrument raiser. There was no foreign objects identified in the patient. The sphincterotome and the endoscope were then withdrawn from the patient. The patient was awakened and taken to the post-anesthesia care unit, while users waited for an alternative endoscope. The procedure was successfully completed using a different, but smaller endoscope later the same day. The procedure was said to have been extended for two hours. The patient is said to be doing fine after the procedure.